Event description:
A hospital in (B)(6) reported that during a femoral reaming for a total hip prosthesis, the reamer head disconnected from the flexible shaft. The reamer head remains in the femur of the patient as it was not possible to remove it without performing an osteotomy. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions of the flexible shaft were in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard for nitinol, (B)(4). No product fault could be detected. Based on the complaint description and without the broken reamer head we are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload during reaming caused the breakage of the reamer head.